Manufacturer narrative:
The product was received without an associated complaint. A failure event was observed during analysis. As received, a complete lead was returned in one piece. Final analysis found external outer insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to another device, distal to the suture sleeve tie impression. No further anomalies were detected.

Event description:
This report is to advise on a failure event that was observed during analysis.